Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to a laboratory device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 1:35pm. According to the csr's documentation, three days prior to the start of the alleged issue, the patient reportedly experienced symptoms of muscle cramping and dehydration. Before the patient's symptoms began, it is not known what the patient's blood glucose result was with the subject meter, what action the patient took in response to his previous reading, and if the patient had made any changes to his diabetes regimen, activity level, or meals. At the time of the alleged inaccurate high issue, the patient reportedly obtained a blood glucose result of "420mg/dl" with the subject meter and "204mg" with a laboratory device, performed less than 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient's testing frequency and diabetes management are not known. The patient indicated he did not receive any form of medical intervention/treatment after the alleged inaccurate high issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Control solution was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is also no indication that the patient received any medical intervention after the reported meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.